Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the instrument tracker displayed a straight suction was being verified when connected to a registration probe. The site attempted multiple verifications with the instrument tracker on the registration probe without resolution. The procedure was exited on the navigation system and the process restarted without resolution. A second instrument tracker was used and the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome. Following the procedure, it was noted that the instrument tracker was used in a later procedure without replication.